Manufacturer narrative:
On 12/30/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information available, a device was received in the mentor product evaluation lab with no complaint information attached. During visual evaluation of the device, a tear was observed in the anterior aspect measuring approximately 11.6 cm. Microscopic examination was performed to the tear and no evidence of instrument damage was observed. No other anomalies were discovered. The root cause of the failure cannot be conclusively determined since this device could not be associated with an existing complaint and no more information was given and if there was any patient consequence. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
One saline mentor smooth round moderate profile 425cc breast implant was received by the mentor failure analysis lab on 08/08/2019. Information returned with the device indicated the device was damaged prior to implantation, and there was no patient involvement.